Manufacturer narrative:
Mfg records were reviewed and there is no objective evidence to suggest that the device may have been released with non-conformities related to the nature of this complaint. The device met specs prior to distribution. Device analysis is pending receipt of the device.

Event description:
Ptca balloon was inserted, inflated, deflated upon removal of the device, the physician noticed the shaft was "broken". He stated he did not feel anything when removing under fluoro, the balloon was noted to be in the shaft of the catheter. Catheter was removed with device in. No harm to pt and the procedure continued. The target lesion was described as a bifurcated lesion consisting of the lad and the 1st diagonal branch. Both vessels showed 90-95% concentrically stenosed lesions that were characterized as heavily calcified. Ease of accessing/crossing was reported as "difficult to wire". The product was inspected prior to use and appeared normal. There was no reported difficulty in removing the device from the packaging. The product was prepped properly according to the IFU and no problems were noted during prep.